Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis. A visual inspection of the device was performed, and noted the shell of the band to be discolored. Red particles were noted on the outer surface of the shell. Brown particles were noted on the inner surface of the shell. The port base was observed to be yellow in color. A tear was observed on the port septum. A microscopic analysis was then performed, and noted the band tubing to have a striated end cut, consistent with device removal. An air leak test was performed separately on both the band and the port, and found no leakage. A fill inspection test was performed on the port, and no blockage or resistance to flow was noted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 02/25/2016. The device was returned for analysis, and evaluation is in process by apollo. Visual examination confirmed the connecter type associated with this event as taper ii. Device labeling addresses possible outcomes of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported as: the patient's lap-band system was removed without replacement due to band slippage. The physician reported "band slipped - pt wanted removed and not re-positioned. Not to be replaced."